Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) when the cartridge volume was at 70-30 units for the last 3 supply changes. Reportedly, the supplies were changed every 3 to 3.5 days. Bg was addressed with a bolus. Reportedly, the customer declined to discuss the event. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.